Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl and low blood glucose value was 25 mg/dl. Customer's other blood glucose value was unknown. Sensor glucose value was 135 mg/dl or 145 mg/dl. Customer was in admitted to the hospital and when he dropped low he was in the ambulance. Customer received a sensor updating and calibration not accepted and change sensor alert. The insulin pump was not expected to be returned for analysis.